Event description:
The lesion being treated was located in the circumflex artery (cx). The physician attempted to reach the lesion with a stent. However, he was experiencing difficulty advancing and decided to withdraw the stent delivery system (sds) from the patient's body. While doing so, the shaft polymer extrusion started to stretch and almost fractured. Consequently, the stent was never deployed. No patient injuries or complications were reported. Patient status is reported as "satisfactory/good." The returned product revealed that the hypotube had fractured approx 26.3 centimeters distal from the catheter's strain relief.